Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). This report was not confirmed due to a lack of sample; however, based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The homechoice apd systems patient at-home guide instructs patients how to emergency disconnect for a short time period. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted (B)(4) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during dwell 3/5. The technical service representative (tsr) instructed the home patient (hp) to close all clamps and transfer set. The hp confirmed he cycled power off and on to the "press go to start" prompt. The hp stated he disconnected in dwell 3 and may have got air in the lines at that point causing the 2240. The tsr advised the hp to report alarms to his peritoneal dialysis nurse (pdrn) the next morning. The hp confirmed he would finish therapy with manual exchange. On (B)(6) 2010 product surveillance spoke with the hp who stated he finished the lot of supplies without further issue. The hp stated he has had no infection and was confident this alarm was an isolated incident caused by an error when he disconnected during the dwell phase. The hp confirmed he has had no other issues with therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.